Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during treatment, but cleared the alarm and continued. The patient also received a pump a vs b volume error alarm in fill 1 of 4. Treatment was stopped and fluid was found in the pump module area and on the external part of the cassette. In a follow up, a clinical manager-rn verified there was no harm, intervention or adverse event due to the fluid leak. The cycler set was not returned as a sample.

Manufacturer narrative:
This report was initially submitted in 8030665-2023-01005 and received a successful submission status in the fresenius server, however upon attempt to submit a supplement report it was discovered that the initial report had not been received by cdrh, as the core ID assigned to 8030665-2023-01005 in the fresenius server did not match the report number from cdrh. The original core ID was assigned to another company's report and therefore there was not a record of our report. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.